Event description:
Customer reported the problems with the cine function and the system booted up to an error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine disk. System operates as intended.